Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service representative found a leaking tube going into a valve, allowing air in sometimes. He reflared the tubing and cleaned off the valve. He performed ise checks, several tests, calibration and qc. All passed without errors or alarms. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode and cl electrode results for 1 patient sample on a cobas 6000 c (501) module. Initially, the sample produced invalid results. Those results were not provided. The sample was automatically repeated and the na result was 116 mmol/l. The cl result was 118 mmol/l. The sample was repeated again and the na result was 136 mmol/l and the cl result was 95.6 mmol/l. These results were believed to be correct. The questionable results were reported outside of the laboratory.